Event description:
It was reported that the customer was hospitalized with high blood glucose of 600mg/dl. The father stated that the insulin pump still is alarming no delivery. The infusion set was changed, but the alarm continued. Performed the manual prime, displacement, and high pressure test and they passed. The customer's father requested having a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.